Event description:
While dining in a restaurant, the pt "felt like someone pulled tape off of her skin." The sensation continued occasionally the entire week until it stopped completely. The display on the programmer was showing the "call your doctor" icon. "Enter code: por". The implantable neurostimulator was in a por (power on reset) condition. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).